Event description:
Patient reported rupture and Capsular Contracture Baker Grade Unknown. This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The Reason(s) for reoperation is/are: rupture and capsular contracture grade unknown.The reported capsular contracture grade unknown event is a physiological complications, and device analysis typically does not help Allergan determine the cause.